Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
This follow up MDR is to correct information that was submitted in error:correcting date of event from january 25, 2022 to the correct date of january 25, 2023.correcting the date received by manufacturer from january 2, 2023 to the correct date of february 2, 2023.